Event description:
Information received notes the patient was feeling syncopal and presented to the clinic. Interrogation revealed no atrial output and high atrial impedance. High ventricular impedance and no output were seen at a two-month post implant follow-up. At that time, the device was programmed to aai mode. The patient was not pacemaker dependent. When the device was replaced, the setscrews appeared normal and the leads tested normal via a pacemaker systems analyzer.